Event description:
This is the first of two reports (same reporter, same product ID, same issue, different serial number. Linked to mfg. Report number: 3004608878-2016-00109. Metal powder generated when applying pressure. The issue was found during the inspection for incoming goods by the distributor. There was no patient involvement.

Manufacturer narrative:
Integra has completed their internal investigation on 6/16/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. Results: evaluation of device: the unit was subjected to the block test and no metal shavings were produced. Device history record reviewed for this product ID (a1059) lot code/work order: 159/135911 manufactured on 12/03/15 show no abnormalities related to the reported failure. A total of (B)(4) devices were manufactured during this period and passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file. In summary: the metal shavings issue reported on the returned device was not confirmed; however, CAPA has been opened to investigate this failure on units with this defect. The skull clamps ratchet extension as a detailed assembly instruction that outlines the process of installing the helicoil. The last step in the work instruction requires the operator to use a ¾ - 16 thread gage to verify fit. All of the products in question were subjected to these quality controls during manufacture. These will be monitored for trending.